Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) successfully terminated a ventricular tachycardia (vt) event which was really a premature ventricular contraction (pvc). There was also similar situation a few weeks ago in which the patient was symptomatic and passed out. Boston scientific technical services (ts) reviewed the electrogram (egm) and noted the device is pacing on the t-wave of a pvc causing the patient to go into vt. Programming options were discussed to prevent this from happening. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.